Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy procedure performed on a female patient, the nforce nitinol helical stone extractor would not close when it was removed from the packaging. The device was not used. The device did not make patient contact. The procedure was completed with another same device.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle and basket formation in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 1.5 cm in length. A functional test determined the handle does not actuate the basket formation. The coil assembly has pulled out of the basket sheath and 106.5 cm is exposed. A visual examination noted a kink in the basket sheath at the distal tip of the support sheath. The handle was disassembled and it was noted the cannulated handle is severed from the coil assembly. A review of the device history record found no non-conformances related to the reported failure. A review for additional complaints for this device lot revealed this is the only complaint associated to lot number 8001469. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Inspection of the returned device found that the basket was open and would not close. There was damage to the sheath and handle. A review of relevant manufacturing documents concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. As per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. The observed damage likely occurred during handling of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.